Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. During the procedure, it was observed the left ventricular (lv) lead could not be fixed. The lead was replaced to complete the implant. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.